Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Reportedly, a fracture was noticed during the procedure. Effective therapy was restored post operatively.